Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified a failed full height drawer that was not appearing in hardware test application (hta). Checked the module controller board and found no lights. Removed and reseated row board cables and pyxibus connections, but the issue persisted. Replaced the drawer modular controller board, after which the drawer powered up and was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary sf8sed drawer 6 failed and was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.